Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated only three arms were required for the procedure. The case was completed successfully with no patient injury. The issue was identified prior to the procedure. The root cause is attributed to a faulty gearbox in the universal surgical manipulator's (usm) dof 9, causing mechanical issues that did not allowed the expected motion.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the da vinci system displayed error 32056 on the universal surgical manipulator 1 (usm1) and the customer had already power cycled and restarted the system without improvement. The customer received phone assistance from the technical service engineer (tse).the tse then instructed the customer to perform a hard power cycle on the patient side cart (psc) and to exercise usm1 prior to restarting the system; however, the error persisted and the customer disabled the usm1, noting that the planned procedure required all four usm arms and that they could not swap the psc. Later, the customer contacted the tse again while attempting to use the da vinci system with usm1 disabled and receiving a system message that stow and deploy were disabled; the tse explained that this behavior was expected when an usm arm was disabled and confirmed that targeting was not available in this configuration, after which the customer proceeded with system setup. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 32056 error was found indicating fault on the usm ac_1c axes controller arm (aca) in usm1 failed to initialize i2c device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where degrees of freedom (dof)2 and dof3 were found to be failing on the sensors check. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed the yaw and pitch searchlights.